Event description:
A laparoscopic tubal sterilization was being done using bipolar electro-surgical coagulation. The bipolar forceps became stuck to a fallopian tube, damaging the uterine artery. Add'l surgery was performed to stop the excessive bleeding that occurred.